Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope bowden cable albarran lever was torn. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found there was dirt inside the light guide lens, the distal end had foreign material attached and the connecting tube had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the right/left knob had a scratch, the up/down knob had discoloration, the forceps elevator did not rise up at all, the light guide lens had a crack, the connecting tube had a cut, the adhesive around the objective lens had wear, there was corrosion around the elevator arm, and the universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etcetera (etc.). As a result, humidity invaded lg-lens which led to corrosion. The event can be detected and prevented by following the instructions for use (IFU) sections: - IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.